Manufacturer narrative:
Submit date: 10/24/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the pump is shutting down and resetting during feedings despite the pump having charged overnight and the battery icon indicating a full charge when feedings have been started. The customer reports that these shut downs happen well within the stated 18 hour battery life. There was no harm to the patient.